Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece. The fiber connector was analyzed, it was found that light was not passing through, indicative of an internal connector fracture. Also, there was a low aiming beam, and the fiber tip was degraded. The internal connector fracture could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The initially reported event was not confirmed; however, the internal connector fracture found, could lead to an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Also, the interaction between the console and the fracture connector could lead to an overheating of the fiber, that could cause the fiber separated from the connector and also could lead to the burn marks. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, when the fiber was used for the second time, a check was performed, but it was dark, and nothing could be viewed. The fiber only could only be used for about 10 minutes when used for the first time. The procedure was completed with another fiber without patient complications. Analysis of the returned device identified a connector fractured.